Event description:
It was reported the patient experienced pain at the ipg site and was later was diagnosed with cellulitis at their pocket site. In turn, the patient was issued antibiotics to address the issue. The patient's issue has improved over time.